Event description:
It was reported by the rep that the device was used during a vascular procedure. The clips would not load into jaws. Unknown how the case was completed. There was no consequence to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results for the device confirmed that it was returned non-functional. The instrument was cycled and ejected the remaining clips due to the cartridge cover being broken. The anti-backup was noted to be non-functional. Upon disassembly of the instrument, it was noted the anti-backup teeth were worn and the feedbar bent. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.